Event description:
The reporter stated the surgeon inserted an aa4204vf silicone single piece lens and then realized the patient had a capsule tear. The lens was cut out to remove with no patient injury, no enlarged incision or sutures. A vitrectomy was performed and the surgeon inserted a three piece lens of the same size. This lens did not work also, so it was removed and another three piece lens with a smaller diopter was implanted. (B)(6) stated this was a difficult patient; he had a very dense cataract, which was difficult to remove. (B)(6) stated the capsule tear was due to the dense cataract and patient condition.

Manufacturer narrative:
Silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic). (B)(4). Lens not returned. (B)(4).

Manufacturer narrative:
Evaluation: results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked for rough/sharp edges and were found to be acceptable. Conclusions: based on the complaint history and the evaluation of the returned product, the root cause of the event has been determined to be due to patient condition. (B)(4).